Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-2 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review revealed the occurrence of an f-2 alarm. The cause of the condition could not be determined. No repair was required to address this condition. Should additional relevant information become available, a supplemental report will be submitted.